Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication can be attributed to the patient's comorbidities according to the surgeon. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by an isi field service engineer (fse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, the system logs reveal that all instruments used in the case were used in subsequent procedures, with the exception of the following: tip up fenestrated grasper instrument. A review of the site's complaint history has shown that no complaints were filed against the instrument. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information in the description of events, I am not able to determine if any of the da vinci system, instrumentation, and/or accessories caused or contributed to the patient¿s mortality. Moreover, it is unclear as to how the surgeon concluded that the cause of death was due to ¿sudden cardiac death.¿ this complaint is being reported due to the following conclusion: after completion of a da vinci-assisted left hemicolectomy procedure, the patient expired on pod #1. There was no report of any isi device malfunction during the procedure. At the time of specimen removal, the surgeon made a clinical judgment of converting the procedure to a laparoscopic procedure. Then the surgeon conducted the anastomosis extracorporeal. The surgeon completed the procedure with no report of any intraoperative complications. However, on pod #1, the patient expired. According to the surgeon, the cause of death was determined to be sudden cardiac death due to the patient's comorbidities.

Event description:
It was reported that after completion of a da vinci-assisted left hemicolectomy procedure, the patient expired the following morning on post-operative day (pod) #1. Intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) who was present during the procedure and obtained the following information from the surgeon after: this was the surgeon¿s second robotic procedure ever and there was a proctor present. There was no report of any isi device malfunction during the procedure. At the time of specimen removal, the surgeon made a clinical judgment of converting the procedure to a laparoscopic procedure. Then the surgeon conducted the anastomosis extracorporeal. The surgeon completed the procedure with no report of any intraoperative complications. However, on pod #1, the patient expired. The surgeon had reported to the csr that the cause of death was sudden cardiac death. The patient was not on a telemetry unit and should have been on one. There was no issue with the procedure; however, the patient could not tolerate the procedure secondary to his comorbidities.